Manufacturer narrative:
The balloon inflation pressures were recorded as within the pressure range at implantation. Based on the implantation dates, all balloons had been implanted over 6 months. The first, second, and third balloons were implanted for 229 days, 207 days, and 186 days, respectively. A potential root cause of the deflation could be material fatigue resulting from low balloon pressure, however the actual root cause remains unknown. The instruction for use contains the following warning: "the risk of balloon deflation is significantly higher with balloons that are left longer than 6 months." Deflation is a known risk; the frequency of balloon deflations to date has not exceeded the frequency identified in the labeling. Obalon's labeling addresses this type of reported event with warnings for monitoring patients for deflation symptoms and the increased risk of not removing balloons after 6 months from the first implantation date.

Event description:
A female patient had a first balloon implantation date of (B)(6) 2018, second balloon placement of (B)(6) 2018, and third balloon placement of (B)(6) 2018. Reflux esophagitis was found during the patient's upper gi conducted prior to the first balloon placement. Patient presented to the prescribing physician's clinic with new onset of symptoms of nausea, reported blood in emesis, abdominal pain, and diarrhea on (B)(6) 2018. Due to persistent emesis, the prescribing physician determined removal using precautionary intubation was warranted and sent the patient to a hospital facility with proper equipment. Balloon removal occurred same day. At endoscopy one balloon was identified at the pyloric channel and causing intermittent obstruction. No tears in the stomach mucosa or esophagus were identified at removal. All balloons were successfully removed by endoscopy without complication and were discarded, therefore the balloons were not returned for investigation.